Manufacturer narrative:
The investigation into the automated impella controller (aic) high purge pressure issue has been completed. There was a high purge pressure causing purge pressure blocked alarms. The purge cassette was then switched out for another but the alarms did not resolve and purge pressure remained high. The failure continued until the p-level was set to zero for seven seconds which resolved the alarms and dropped the purge pressure. The p-level was ramped back up and purge pressure remained at acceptable levels. The console ran for five more days with no recurrence of errors. The logs support the continued high pressure seen with purge pressure above 1000 mmhg until lowering below 600 mmhg. The high purge pressure was resolved on the same console, not by switching out aics like the clinical review says. The console has functioned without this failure mode reappearing for the past five months in the field. The device was unable to recreate the failure mode and functioned as expected. The cause of the issue was most likely a kinked line or momentary restriction of purge flow to increase purge pressure which is the type of failure that could have been solved without swapping out the console or purge cassette.

Event description:
The user facility reported a 54-year-old female undergoing coronary artery bypass grafting was implanted with an impella 5.5 device for mechanical circulatory support. During support, the automated impella controller (aic) displayed a high purge pressure alarm. The aic was swapped to resolve the noted issue. There was no patient harm.